Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was noted that this right ventricular (rv) lead was previously taken out of service and remained implanted at the time of infection. This lead remains surgically abandoned at this time. There were no additional adverse effects reported.